Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of n0ise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to oversensed noise. The implantable cardioverter defibrillator (ICD) was also explanted and replaced with another manufacturer's device so that the patient could undergo a magnetic resonance imaging (MRI) scan. The explanted rv lead and ICD were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to oversensed noise. The implantable cardioverter defibrillator (ICD) was also explanted and replaced with another manufacturer's device so that the patient could undergo a magnetic resonance imaging (MRI) scan. The explanted rv lead and ICD were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.